Event description:
A malfunction was reported on the customer's pump, and no notable events occurred prior. There was no reported adverse impact to the customer¿s blood glucose level. There had been at least three previous occurrences of this malfunction. Reportedly, the pump was replaced to resolve the issue, and the customer would reach out to their hcp to obtain a backup method of insulin therapy.